Event description:
The caregiver (cg) contacted product surveillance to report loose minicaps on (B)(6) 2012. The cg stated that the home patient (hp) went to the clinic on (B)(6) 2012 to have his 6 month transfer set changed out. The cg said that when the hp went to remove the minicap for therapy that night it was loose. The hp tried 2 different lot numbers and some from the clinic. The cg said the hp went to the clinic on (B)(6) 2012 to have the transfer set changed out again. The cg said that the minicaps still appear to be loose on the new transfer set. The cg said that she would return a minicap from both reported lot numbers and a minicap from the clinic (if she could find one). No allegations were made against any of the hp's dialysis products. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the home patient's (hp) registered nurse (rn) on (B)(4) 2012 regarding the loose minicaps. The rn said that she had discarded the transfer set that she had changed out. The rn agreed to change out the hp's transfer set again and return this one for evaluation. The rn did not have a lot number. No additional information was provided. One of 13 minicap - connection issue.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of connection issue was not confirmed. A companion sample was returned to baxter; following visual examination and pressure testing, the reported condition could not be confirmed. Therefore, a root cause could not be determined.

Manufacturer narrative:
(B)(4). The reported problem of connection issue was not confirmed because no samples were returned to baxter for analysis. A root cause was not identified due to insufficient information.